Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 40 mg/dl. Customer treated their low blood glucose with food. Customer¿s current blood glucose level was 185 mg/dl. Troubleshooting on the insulin pump was performed. Customer was advised the insulin pump functioned as designed.